Event description:
Medical record reviewed 7-26-99. Pt had aicd placement 6 yrs prior. Lead revision in 1997. Pt noted firing of the aicd and follow up with dr revealed malfunctioning aicd. Per the operative report, "previous pocket was opened and the sensing lead opened and there was a large fracture just at the component, leading into the defibrillator can." Replaced with cpi screw-in lead, model 4055, pt was discharged to home in stable condition on 7-16-99.